Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. "Complainant phone number" consists of more than 10 digits: (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a ptcd due to a biliary tumor the stent failed to deploy as the trigger method was used. The delivery system was removed and another device from the same brand was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported deployment failure could not be confirmed. The system was returned with activated deployment mechanism and released stent. During the performed function test, the system could be activated successfully. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy. Insufficient flushing of the device or the use of inappropriately sized accessories also may contribute to this type of event. In this case, the device was used for treatment of a biliary tumor. This represents an off-label use of the device and is considered a contributing factor to the reported event. On the basis of the evaluation of the returned device and the information available, a definite root cause for the reported event could not be determined. The IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Furthermore, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." And "during system flushing, do not use the system if fluid is not observed exiting the catheter at the distal tip." The IFU states that the e-luminexx vascular stent is indicated for use in the iliac and femoral arteries.

Event description:
It was reported that during treatment of a ptcd due to a biliary tumor, the stent failed to deploy when the trigger method was used. The delivery system was removed and another device from the same brand was used to complete the procedure. There was no reported patient injury.